Event description:
In 2009, the patient reported that 1.5 weeks ago he began to experience elevated blood glucose readings of 250-300 mg/dl. His normal blood glucose range is 110-120 mg/dl. He disconnected from his infusion site and bolused one unit of insulin and nothing dripped from the end of the infusion tubing. He stated that he feels the infusion device is not delivering insulin. He continued to bolus to lower his blood glucose but his readings did not decrease. He switched to another infusion device. He stated that he had not received any errors or alerts on the primary infusion device and the time and basal rates were correctly programmed. The battery had been in use for a "couple" of weeks. He has never replaced the piston rod and he was advised it should be replaced every 6-12 months. The adapter had been in use for one year. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.